Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level ranged from 300-420 mg/dl.